Manufacturer narrative:
Correction report submitted due to change in codes and reportability. B2: outcome attributed to adverse event is additional surgery planned for explant due to screw pullout issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that following an l2-pelvis percutaneous fixation, l2-l4 lateral procedures, and l4-s1 anterior lumbar interbody fusions (alifs) using the unid rods, the screws for the upper instrumented vertebral body pulled out after the operation. The surgeon requested a large amount of correction to be planned in the unid rod design phase, and as this was the surgeon's first unid case, the l2 screw pull out was attributed to the use of the rods. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.